Manufacturer narrative:
Analysis was unable to confirm intermittent telemetry. During testing, the programmer's power source emitted a burning smell. The power source was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's wireless telemetry was intermittently non-functional. The programmer was returned for service. There was no patient involvement.